Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard 01-mini meter was giving high readings. Getting hi reading on meter 3 times, 30 mins apart and pt was given insulin due to what meter was reading. Customer feels meter is not reading accurate and therefore gave herself too much insulin. No symptoms. Controls not used. Replacing product.